Event description:
It was reported that, during use, multiple truwave transducers had loose connections and required retightening. The transducers were attached to an evd attachment. There was no leakage and no allegations of patient harm. Quantity is unknown.

Manufacturer narrative:
Additional premarket submission: k171996. Issue occurred with 2 other lot numbers. Additional mdrs were submitted against the other lot numbers. A supplemental report will be submitted once the report ids are available. Devices will not be returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. With the provided lot number, a device history record was completed and the product passed without nonconformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.